Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the tip stiffness test was performed and found to be with specification.

Event description:
Lead was explanted due to perforation via review of ultrasound and x-ray. No other consequences reported.